Event description:
Device history record was reviewed, no issue has been found. Analysis of the device logs revealed a significant number of alarms related to the syringe pusher system in the two months preceding the event. Approximately 100 syringe piston alarms were recorded, along with other mechanical alarms (clamp, flange, disengagement). The syringe used, a b. Braun perfusor 50 ml, was correctly recognized by the device. No identification anomalies were detected. Finally, the logs confirmed that the user administered a manual bolus. However, no automatic or unintentional boluses were recorded the reported device was received in brézins and its investigation was performed in our laboratory. Visual inspection of the device revealed a deteriorated overall condition. The device was particularly dirty and exhibited several physical damages, including: syringe pusher arm: sign of impact. Anti-siphon arms: damaged and not automatically returning to the plunger driver. Syringe guard: broken or cracked part. Rotating pole clamp: signs of impact and deterioration. An abnormal gap is observed between the syringe plunger and the plunger driver when the syringe is installed. This gap can lead to: poor plunger-plunger contact, loss of accuracy during propulsion, a potential risk of plunger alarm, infusion interruption, or impact on delivery. During reproducible tests, two tests were performed to evaluate the device's behavior in different height configurations: 1/ infusion at the same height as the patient, the infusion was run for 4 hours. Result: no alarm was triggered. 2/ infusion placed 60 cm above the patient. The test proceeded normally until almost the end of the syringe. Result: no "end of infusion" alarm was generated; a "plunger head" alarm appeared instead. Upon inspection, a gap play was observed between the syringe and the plunger head detection system. This lack of contact can prevent the correct detection of the end of the syringe and instead lead to an alarm related to incorrect piston positioning. The "plunger head detection finger and anti-siphon arms test" quality control test is declared non-compliant. This test verifies the proper functioning of the plunger head detection mechanism and the movement of the anti-siphon arms, which must return correctly to their proper position to ensure reliable syringe gripping and detection. Internal control revealed the presence of soiling at the junctions of the sub-assemblies, as well as a break observed on the piston head. It is recommended to change the plunger drive, change the locking system, perform a new maintenance, upgrade the software version and clean the device. Although the maintenance was performed on schedule, the pump's condition indicates a lack of upkeep, suggesting that the work was not carried out according to requirements. Consequently, the complaint is classified as misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: syringe plunger defective, syringe plunger alarm during operation, as a result of which the patient has received a medication bolus. This can be life-threatening with certain medications. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.